Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The exp date is currently unavailable. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep reported during an unspecified repair surgical procedure of the shoulder, it was observed that the customer's healix br advance anchor 4.5mm with orthocord broke upon insertion. The surgeon completed removed the broken pieces and left nothing in the joint space. The surgeon completed the procedure with another like anchor in the same bone hole with no patient consequences or delays. The customer discarded the complaint device. The sales rep was not present and had no further information. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.